Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no root cause can be determined as no samples were received. Rationale: no CAPA is required.

Event description:
It was reported that when engaging the safety lock on the bd safetyglide¿ needle during use, the plastic safety cover "snapped" in half. Medwatch report# (B)(4) was filed in response to this event. The following information was provided by the initial reporter: "21g needle used to draw up medication. When engaging the safety lock on needle, plastic safety cover snapped on half. Needle largely exposed due to the motion of engaging the lock, thumb is moving up directly towards the point of the needle. This needle was clean, and no harm done however it could be very dangerous."